Manufacturer narrative:
Sanofi company comment for follow up dated 20-may-2023: follow up information received does not change prior case assessment. This case involves a patient who experienced pain as it was being injected and swollen until had fluid drained off the knee after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Swollen until I had fluid drained off the knee [peripheral edema]. Very painful as it was being injected (knee) [injection site joint pain]. Fluid drained off the knee [arthrocentesis]. Case narrative: initial information received from united states on 20-may-2023 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age and unknown gender patient who was treated with hylan g-f 20, sodium hyaluronate [synvisc one] which very painful as it was being injected and swollen until had fluid drained off the knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date on (B)(6) 2022, the patient had one injection and had excellent results. On (B)(6) 2023, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown dose, route, frequency, indication, batch number and expiry date, strength: 48 mg/6ml). Information regarding the batch number and expiry date was requested. Reportedly, the another injection was very painful as it was being injected (injection site joint pain; latency: same day) and swollen until had fluid drained off the knee (oedema peripheral; same day) (aspiration joint; onset: on (B)(6) 2023 and latency: few days). It was reported that patient received cortisone injection. It was also reported that what could had gone wrong was the first shot was given by the doctor and second one was by physician's assistant with no supervision. The doctor advised not to try again but the first shot really helped. Action taken: not applicable for all the events. The patient was treated with cortisone and had fluid drained off the knee for injection site joint swelling and injection site joint pain and not reported for aspiration joint. Outcome: unknown for all the events. Seriousness criteria: intervention required for all events. A product technical complaint was initiated on 20-may-2023 for synvisc one (batch number: unknown) with global ptc number: (B)(4). Sample status was not available the final investigation was in process. Additional information was received on 20-may-2023 from other health care professional. Global ptc number and strength was added. Text amended accordingly.

Event description:
Swollen until I had fluid drained off the knee [peripheral edema] very painful as it was being injected (knee) [injection site joint pain] fluid drained off the knee [arthrocentesis] case narrative: initial information received from united states on 20-may-2023 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age and unknown gender patient who was treated with hylan g-f 20, sodium hyaluronate [synvisc one] which very painful as it was being injected and swollen until had fluid drained off the knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022 the patient had one injection and had excellent results. On (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown dose, route, frequency, indication, batch number and expiry date, strength: 48 mg/6ml). Information regarding the batch number and expiry date was requested. Reportedly, the another injection was very painful as it was being injected (injection site joint pain; latency: same day) and swollen until had fluid drained off the knee (oedema peripheral; same day) (aspiration joint; onset: (B)(6) 2023 and latency: few days). It was reported that patient received cortisone injection. It was also reported that what could had gone wrong was the first shot was given by the doctor and second one was by physician's assistant with no supervision. The doctor advised not to try again but the first shot really helped. Action taken: not applicable for all the events. The patient was treated with cortisone and had fluid drained off the knee for injection site joint swelling and injection site joint pain and not reported for aspiration joint. Outcome: unknown for all the events. Seriousness criteria: intervention required for all events. A product technical complaint was initiated on 20-may-2023 for synvisc one (batch number: unknown) with global ptc number: (B)(4). The sample status was not received and the ptc stated: complaint: adverse event preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to defect safety signals. The defect class has been updated to ii (em23-may-2023) investigation (em 02-jun2-023). The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 05-jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 20-may-2023 from other health care professional. Global ptc number and strength was added. Text amended accordingly. Additional information was received on 05-jun-2023 from the quality department. Ptc details was added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves a patient who experienced ,pain as it was being injected and swollen until had fluid drained off the knee after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Very painful as it was being injected [injection site joint pain] . Swollen until I had fluid drained off the knee [injection site joint swelling] . Fluid drained off the knee [arthrocentesis]. Case narrative: initial information received from united states on 20-may-2023 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age and unknown gender patient who was treated with hylan g-f 20, sodium hyaluronate [synvisc one] which very painful as it was being injected and swollen until had fluid drained off the knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022 the patient had one injection and had excellent results. On (B)(6) 2023, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown strength, dose, route, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. Reportedly, the another injection was very painful as it was being injected (injection site joint pain; latency: same day) and swollen until had fluid drained off the knee (injection site joint swelling; same day) (aspiration joint; onset: (B)(6) 2023 and latency: few days). It was reported that patient received cortisone injection. It was also reported that what could had gone wrong was the first shot was given by the doctor and second one was by physician's assistant with no supervision. The doctor advised not to try again but the first shot really helped. Action taken: not applicable for all the events. The patient was treated with cortisone and had fluid drained off the knee for injection site joint swelling and injection site joint pain and not reported for aspiration joint. Outcome: unknown for all the events. Seriousness criteria: intervention required for injection site joint swelling and injection site joint pain and medically significant for aspiration joint. A product technical complaint (ptc) was initiated, and the results were pending for the same.